Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. Analysis showed that the device passed all baseline testing performed. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was part of a system revision due to infection with sepsis. Reportedly, the patient had bacteremia. The patient was treated with intravenous antibiotics. There were no adverse patient effects reported. This ICD device was explanted.